Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that air embolism occurred and patient went into cardiac arrest. The target lesion was located in the proximal to mid left anterior descending artery. Following coronary atherectomy, a 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. Prior to inflating the balloon, the physician pulled negative and proceeded to inflate the balloon. However, the balloon failed to inflate and was subsequently removed. Angiogram was performed and revealed that the coronary arteries were full of air. The patient went into cardiac arrest and was placed on a ventilator. The patient was revived and the procedure was completed. Post procedure, technician tested the balloon and noted that there was a hole in the shaft. No further patient complications were reported.